Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that leads not returned.

Event description:
It was reported that the device and leads were explanted due to a device infection. The patient is stable. Related manufacturer reference number: 2017865-2021-11012, 2017865-2021-11014.